Event description:
It was reported that the pump battery was depleting quickly. Customer's blood glucose displayed as high on the continuous glucose monitor (cgm). Cause was not known. Customer administered a correction injection via mdi to address the high bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.